Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the side of the left tube') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant) and fatigue ("very strong fatigue, more and more overwhelming over the years"). On an unknown date, the patient experienced alopecia ("hair loss"), ear infection ("very frequent otitis"), ear pruritus ("daily itching of the auditory canal"), oral herpes ("cold sores almost monthly"), depression ("overwhelming depression (untreated)") and discomfort ("other discomforts making life uncomfortable") and was found to have haemangioma ("more and more angiomas"). At the time of the report, the pelvic pain, fatigue, ear pruritus, haemangioma, depression and discomfort had not resolved and the alopecia, ear infection and oral herpes outcome was unknown. The reporter provided no causality assessment for alopecia, depression, discomfort, ear infection, ear pruritus, fatigue, haemangioma, oral herpes and pelvic pain with essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.